Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the connection seems very loose between the female end of the maxplus on the extension set and mating products even when finger tightened. When pressure injecting up to 300psi the tubing set attached to the female end of the set is backing off resulting in leaking. This also has occurred with syringes that are attached to the maxplus. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of mating products disconnecting from the female luer was confirmed based on the condition of the sample upon receipt, but was not able to be replicated. Visual inspection of the set noted a small gap between the connector and the power injector set, but the sets were together securely. A dried and crusted substance was noted in and around the gap. There were no other anomalies noted. Functional testing was performed by disconnecting the sets and cleaning off the crusted medication. The connector of the minibore set was swabbed with an alcohol pad and allowed to dry. Both sets were primed. The sets were then attached as they were when they were received. The sets did not disconnect, or spin off at all. The minibore set was disconnected and attached to several primed lab sample stopcocks. There was no disconnection or spin off. The root cause of mating products disconnecting from the female luer was not identified.